Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty 1st pressure reducer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name exceeded character limit. The full name is: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit had a gas leakage sound coming from the first regulator unit. The issue was found during preparation for use for a therapeutic laparoscopic cholecystectomy. The procedure was completed using a similar device. There were no reports of patient harm.